Manufacturer narrative:
A DHR review is not possible because a lot number was not provided. Sterilization records reviewed and found to be within validated ranges. Since the lot number is not known only the di information of the UDI is known. A causation between the hollister catheter usage and the end user's reported utis could not be established.

Event description:
It was reported that the end user who has been catheterizing using the hollister vapro hydrophilic catheters since 2018 has been frequently experiencing cloudy urine and urinary tract infections since the catheters switched to the new coating.